Event description:
The hrdxs head ring drive extend had short cracks at the corners of the apertures. The incident occurred on either (B)(6) 2016. The incident led to a 15 minute delay in the procedure. Another hrdxs was available for use. There was no patient injury or death alleged.

Manufacturer narrative:
Investigation completed on 11/28/16. Methods: -evaluation of actual device. -trend analysis. Results: evaluation of device: the customer reported that cracks at the corners of the apertures on this hraim-hr-im intubation hr assembly. There was no reported patient incident/injury. The hraim arrived in (B)(4) on 06-oct-2016 but, was not received into the (B)(4) system. Note that the product for this complaint was determined to be at least 10 years old and was considered to be ¿unrepairable¿ and was returned to the customer per their request. The device in question has been returned and a failure investigation completed, but a lot number/serial number was not provided at that time, and this product is not marked with this information. As such a DHR review cannot be completed. Two year look back for this reported failure and or related to "cracks at the corners of the apertures¿ for this product ID shows that no additional complaints were received. Conclusion: the hr-im intubation hr assembly on this complaint was determined to be at least 10 years old and was considered to be ¿unrepairable¿. The product was not received into the manufacturing site and was returned to the customer per their request. The reported complaint is considered unconfirmed.